Event description:
Baxter infusion pump was used to administer affrastat. The pump was found to have infused 250cc in 5 hours; the bag was empty. The infusion pump continued to read 152cc remaining. Nurses noted that the rate of the infusion was correct. There were no untoward effects to the pt. The pump was found to be within specifications when tested internally.